Manufacturer narrative:
(B)(4). Concomitant medical products: biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 16mm, catalog #: 73-2416, lot#: ni, biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 18mm, catalog #: 73-2418, lot#: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted due to the patient's health. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00045 and 0001032347-2018-00046.

Event description:
It was reported several days after primary coronary artery bypass grafting (CABG) procedure the patient was found to have a sternal dehiscence. Evaluation of CT data showed upper two implants intact, lower portion is where dehiscence occurred. The surgeon stated based on the CT data he believed the device to still be intact with the band, and to have simply pulled through the bone. He believes the reason for the failure to be lung issues and constant coughing by the patient, and does not believe the device is at fault. The surgeon is planning on doing a revision using plates again. However, the patient has other health issues and the surgeon would prefer to let those subside before performing another operation. As such, it is possible that he will not be able to perform the revision within thirty days of the original operation. No additional patient consequences were reported.

Manufacturer narrative:
The complaint is considered confirmed as the surgeon plans to perform a revision. Visual inspection and functional testing could not be performed due to the products not being returned. Based on the available information, the revision has not yet occurred. However, the surgeon is planning on performing the revision when the patient's health issues resolved. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00045-1 and 0001032347-2018-00046-1.